Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer confirmed that the issue is related to the power board.

Event description:
Customer reported that alarms 316 - "blower failure" and 401 - "inspiration valve or device leaky" were active on this unit. Blower current and voltage were not charging. Swapped the power board of this unit previously from mb105273. Both power boards have to be replaced. As of this time, no information has been provided regarding patient involvement.